Event description:
It was reported that the pump and the tandem-provided charging supplies were warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.